Event description:
The customer contact reported device alarmed with a s421 (motor error-pmc, right) malfunction alarm codes. The device was returned to the biomedical dept with an unsigned note that stated, "alarms malfunction s421". No specific patient info, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device powered on with a s421 malfunction alarm code. During testing it was found the mr2 motor on channel b had a broken rtv seal. As a result, the mr2 motor was loose and moved out of position. The probable cause for s421 was due to a broken rtv seal on the mr2 motor. An investigation found that rtc issues were caused either by rtc being under-applied to the specification, or excess grease from the o-ring installation was not removed and the rtv lead is applied over the grease. In either case, the rtv may fail to hold the motor in place under a load which will result in a s421 malfunction alarm code. This report represents all the info known by the reporter upon query by hospira personnel.